Event description:
It was reported the customer believed the pump would deliver boluses without user interaction. There was no reported impact to the customer's blood glucose level. Review of the pump data logs by tandem technical support verified that the pump screen was unlocked by the customer and a bolus was requested and delivered. The contact did not acknowledge explanation and maintained belief that the pump was delivering insulin without user input.